Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported they were having more leakage. They increased stimulation prior to calling. Information was reviewed; if symptoms didn't improve after increasing stimulation the patient may want to follow-up with their healthcare provider to discuss when to change programs. Additional information was received from the patient. On (B)(6) 2021 they reported that it was not working quite right, meaning patient is not feeling stimulation sensation even though amplitude is "pretty high" at 6.2, and patient has had a decline in therapeutic effect. Patient is experiencing urinary incontinence. Patient has fallen a couple of times. The patient was redirected to their healthcare provider to further address the issue. There were no device issues reported, and no further patient complications are anticipated or expected as a result of this event.